Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer successfully changed the cartridge and resumed insulin therapy without further issues, resolving the problem.